Manufacturer narrative:
Due to additional information received, this supplemental report is being updated for the updated fields describe event or problem (b5), in section b - adverse event or product problem and impact codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that nrg transseptal needle selected for use along with a bmc rf generator. Although the connection was successful and electricity energy was delivered from generator, the septal puncture could not be performed successfully. There appeared to be no issue with the needle. No other information was yet provided. No patient complications were reported. The device is not expected to be returned for analysis. It was further reported that the procedure was completed without replacing the equipment (although a malfunction occurred, the intended treatment was completed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that nrg transseptal needle selected for use along with a bmc rf generator. Although the connection was successful and electricity energy was delivered from generator, the septal puncture could not be performed successfully. There appeared to be no issue with the needle. No other information was yet provided. No patient complications were reported. The device is not expected to be returned for analysis.